Event description:
A 2.5 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of a rca lesion. Lesion morphology was reported to be severely calcified. It is unk if the lesion was pre-dilated. It was reported that the lesion was distal to a previously deployed stent. The physician stated that the lesion was more calcified than previously anticipated. While tracking to the lesion site; the stent became stuck in the proximal section of the vessel prior to reaching the previously deployed stent. The physician attempted to retract the delivery sys and the stent became dislodged. It is unk if the undeployed stent remains in the pt. The pt's condition is unk.

Manufacturer narrative:
Conclusions: (severely calcified). Unk if the undeployed stent remains in the pt.